Event description:
Procedure type: unk. Reportedly, a part of reducer (orange part) had been found in the abdominal cavity of the pt during endosuturing surgery. The part was retrieved by an endohand instrument. The incision and or were not extended, and no pt info was known. No pt injury was reported.